Event description:
It was reported that balloon rupture occured. The target lesion was located in the cephalic arch. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the firt inflation at 8 atmospheres, the balloon ruptured. Contrast was then used to verify that no traces of balloon was present. The procedure was completed with a non-bsc device. There were no patient complications nor injuries were reported.